Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive bolus express and esc buttons due to corroded keypad traces. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test or verify communicate to blood glucose meter or sensor simulator due to unresponsive button. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address or serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer experienced a high blood glucose of 400 mg/dl and treated with insulin pump. Customer's spouse also reported issue with sensor glucose versus blood glucose readings does not match. Customer's spouse stated that the issue started around (B)(6) 2017. Customer's spouse declined troubleshooting. The customer¿s spouse was advised to not treat based on sensor glucose reading and to check with a fingerstick. The insulin pump is being replaced and is expected to return for analysis.